Event description:
Fourteen months after percutaneous coronary intervention (pci) with a 3.0x 18mm cypher stent, the patient complained of chest pain. An angiogram revealed thrombus within the cypher stent and also in an overlapping taxus stent.

Manufacturer narrative:
This patient presented to cath for elective treatment of 1-vessel disease. Pci was performed on a de novo lesion in the proximal left anterior descending artery (lad) of unknown length and diameter. The lesion was pre-dilated with a 3.25x15mm balloon at 8 atmospheres (atm) before a 3.0x18mm cypher stent at 12 atm. Post-dilation was conducted with a 3.0x20mm balloon at 16 atm. Intravascular ultrasound (ivus) was conducted. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) flow before the procedure was unknown and iii post-procedure. Act was not monitored. Aspirin 100mg/day and ticlopidine 200mg/day were started at an unspecified time before the initial procedure. Intra-procedure medications included heparin 10,000 units. Post-procedure medications included aspirin 100mg/day and ticlopidine 200mg/day. However, aspirin and ticlopidine were stopped several times due to bleeding from the digestive tract. Fourteen months later, elective pci was performed on a de novo lesion in the mid lad of 40mm in length in a 2.5mm vessel diameter. The (type c) lesion was also concentric. The lesion was pre-dilated with a 2.0x20mm balloon at 10 atm before a 2.5x28mm cypher stent was deployed at 16 atm. Then a 2.5x16mm taxus stent was deployed at 16 atm, proximal to the 2nd cypher stent and distal to the 1st cypher in an overlapping manner. Post-dilation was not conducted. Ivus was not conducted. The residual stenosis measured 50%. Timi I and iii flows were recorded pre and post-procedure, respectively. Ac was not monitored. On the following day while still hospitalized, the patient complained of chest pain. Coronary angiography was conducted and thrombus was observed in the overlapping portion of the 1st cypher stent and the taxus stent. To treat the thrombus, aspiration and plain old balloon angioplasty was conducted with a 3.0x 15mm balloon. The physician commented that the possible cause of the thrombotic event was because the taxus stent was under-dilated. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.